Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to complete the load process. Reportedly, the cartridge was filled with 100 units of insulin, and went through the fill tubing process with the same cartridge four times. There was no impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery.